Manufacturer narrative:
The sterile electrodes were not returned to empi for evaluation. If more information becomes available, a follow-up report will be submitted. Device has not been returned to empi.

Event description:
It was reported to empi that a patient had a severe reaction to sterile electrodes. (B)(6) 2014, the electrodes were placed on the patient under the surgical dressing post op for rotator cuff surgery. The patient noticed a possible reaction by mid evening on september 2nd, and he adjusted intensity of the tens unit from 3.0 to 2.5. On morning of sept 3rd, the patient adjusted the intensity of the tens unit to the lower front electrode to 2.0. By mid day (B)(6), all 4 electrodes were removed and that is when the reaction to the electrodes was noticed. The skin was red, inflamed and oozing a clear yellow fluid. The patient went to the surgical doctor and the surgical assistant replaced the surgery dressing with band aids. On (B)(6) the patient went back to the doctor because the redness and inflammation had increased. The doctor prescribed hydrocortisone cream. By (B)(6) the weeping had stopped.